Event description:
It was reported a patient's implantable cardioverter defibrillator (ICD) presented in backup vvi mode. Programming changes were made to successfully reset the device. The patient status was stable.

Event description:
It was reported a patient's implantable cardioverter defibrillator (ICD) presented in backup vvi mode due to event queue overflow. Programming changes were made to successfully reset the device. The patient status was stable.